Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during pre-ablation procedure device check with several noise reversion events for the ventricular lead. Upon review of the electrograms, it was seen that short high frequency noise on the ventricular lead caused both noise revision and high ventricular rate events to be stored. The patient is not dependent and did not support any symptoms. No changes were made.